Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381511 and lot number 5210670. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte-n autoguard winged yel 24gax.56in had a needle retraction failure. The following information was provided by the initial reporter: material # 381511. Batch # 5210670. Verbatim: rcc received a complaint via email. After using a winged catheter, it would not collapse; the safety mechanism failed. Lot#: 5210670.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.